Event description:
It was reported that the pt is experiencing hip pain in the middle of the hip area and in the front. Pt is reporting that he has pain when standing on it for periods of time. Pt states that there is a burning when standing on his hip. Pt is also experiencing pain when seated for long periods of time. Pt states that pain started at least a year ago. Pt is supposed to schedule revision surgery but is having other health issues that need to be resolved first.

Manufacturer narrative:
At this time, the pt was unable to identify the devices implanted but believes them to be either rejuvenate or abg ii. Additional information has been requested and if received, will be provided in a supplemental report.